Event description:
Pump was placed on pt 7/28/94, with original program of basal rate (terbutaline/tocolysis) 0.05 mg/hr continous. Profile (set) bolus of 0.25 mg at 3 am, 7 am, 2 pm, 4 pm, 8 pm, and 10 pm. However, pump on 8/14, did not give 8 pm dose and at 7 am on 8/15, started giving 0.25 mg every hour. Pump picked up from pt and when program reviewed was found to be changed.